Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('essure was found fragmented in many parts') and device dislocation ('essure not correctly positioned in fallopian tubes / linear metallic material in pelvis') in a 27-year-old female patient who had essure (batch no. Bb2183-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3) and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("colics after insertion"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain like colics in lower abdomen"), headache ("cephalea"), menorrhagia ("increased menstrual flow with clots"), polymenorrhoea ("frequent menses"), dysmenorrhoea ("intense pain during menses"), oedema peripheral ("edema of limbs"), vaginal discharge ("increase of vaginal discharge"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermitent diarrhea") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and genital haemorrhage ("bleeding"). The patient was treated with analgesics, antiinflammatory agents and surgery (removal of essure). Essure was removed on (B)(6) 2020. On (B)(6) 2014, the procedural pain had resolved. At the time of the report, the pelvic pain, device breakage, device dislocation, abdominal pain lower, headache, menorrhagia, polymenorrhoea, dysmenorrhoea, genital haemorrhage, oedema peripheral, vaginal discharge, vulvovaginal pruritus, diarrhoea and anxiety disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety disorder, device breakage, device dislocation, diarrhoea, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, oedema peripheral, pelvic pain, polymenorrhoea, procedural pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: linear metallic material in pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. We received an invalid lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / cramps'), device breakage ('essure was found fragmented in many parts') and device dislocation ('essure not correctly positioned in fallopian tubes / linear metallic material in pelvis') in a 27-year-old female patient who had essure (batch no. Bb2183-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (12 years-old) in 1998, multigravida (3) and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("colics after insertion"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain like colics in lower abdomen"), headache ("cephalea"), heavy menstrual bleeding ("increased menstrual flow with clots"), polymenorrhoea ("frequent menses / increase in menstrual flow including the presence of clots"), dysmenorrhoea ("intense pain during menses"), edema of extremities ("edema of limbs"), vaginal discharge ("increase of vaginal discharge"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermittent diarrhea") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), peripheral swelling ("swelling lower extremities") and oedema of lower extremities ("oedema of lower extremities") and was found to have uterine leiomyoma ("myoma / leiomyoma"). The patient was treated with analgesics, antiinflammatory agents and surgery (removal of essure and removal of essure via bilateral salpingectomy on (B)(6) 2020 00:00). Essure was removed on (B)(6) 2020. On (B)(6) 2014, the procedural pain had resolved. At the time of the report, the pelvic pain, device breakage, device dislocation, abdominal pain lower, headache, heavy menstrual bleeding, polymenorrhoea, dysmenorrhoea, genital haemorrhage, edema of extremities, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety disorder, dyspareunia, peripheral swelling, oedema of lower extremities and uterine leiomyoma had resolved. The reporter considered abdominal pain lower, anxiety disorder, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, edema of extremities, genital haemorrhage, headache, heavy menstrual bleeding, pelvic pain, peripheral swelling, polymenorrhoea, procedural pain, uterine leiomyoma, vaginal discharge, vulvovaginal pruritus and oedema of lower extremities to be related to essure. The reporter commented: she reports total disappearance of symptoms after surgical removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2021: eucardic and eupneic patient atypical flaccid abscess without visceromegaly, painless on superficial and deep palpation negative blum berg, negative jordan, on bimanual vaginal touch: uterus in anti-flexion, usual size. Pathology test - on (B)(6) 2020: material: fallopian tubes and myoma, findings: 1. Left and right fallopian tubes with congestion vessel, 2. Myoma, compatible with leiomyoma. Ultrasound scan vagina - on an unknown date: ultrasound was unremarkable. X-ray - on an unknown date: linear metallic material in pelvis. Batch bb2183 not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / cramps'), device breakage ('essure was found fragmented in many parts') and device dislocation ('essure not correctly positioned in fallopian tubes / linear metallic material in pelvis') in a 27-year-old female patient who had essure (batch no. Bb2183-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (12 years-old) in 1998, multigravida (3) and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("colics after insertion"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain like colics in lower abdomen"), headache ("cephalea"), menorrhagia ("increased menstrual flow with clots"), polymenorrhoea ("frequent menses / increase in menstrual flow including the presence of clots"), dysmenorrhoea ("intense pain during menses"), edema of extremities ("edema of limbs"), vaginal discharge ("increase of vaginal discharge"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermitent diarrhea") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), peripheral swelling ("swelling lower wextremities") and oedema of lower extremities ("oedema of lower extremities") and was found to have uterine leiomyoma ("myoma / leiomyoma"). The patient was treated with analgesics, antiinflammatory agents and surgery (removal of essure and removal of essure via bilateral salpingectomy on (B)(6) 2020 00:00). Essure was removed on (B)(6) 2020. On (B)(6) 2014, the procedural pain had resolved. At the time of the report, the pelvic pain, device breakage, device dislocation, abdominal pain lower, headache, menorrhagia, polymenorrhoea, dysmenorrhoea, genital haemorrhage, edema of extremities, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety disorder, dyspareunia, peripheral swelling, oedema of lower extremities and uterine leiomyoma had resolved. The reporter considered abdominal pain lower, anxiety disorder, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, edema of extremities, genital haemorrhage, headache, menorrhagia, pelvic pain, peripheral swelling, polymenorrhoea, procedural pain, uterine leiomyoma, vaginal discharge, vulvovaginal pruritus and oedema of lower extremities to be related to essure. The reporter commented: she reports total disappearance of symptoms after surgical removal of essure diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2021: eucardic and eupneic patient atypical flaccid abscess without visceromegaly, painless on superficial and deep palpation negative blum berg, negative jordan, on bimanual vaginal touch: uterus in anti-flexion, usual size. Pathology test - on (B)(6) 2020: material: fallopian tubes and myoma, findings: 1. Left and right fallopian tubes with congestion vessel, 2. Myoma, compatible with leiomyoma. Ultrasound scan vagina - on an unknown date: ultrasound was unremarkable. X-ray - on an unknown date: linear metallic material in pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: the follow information were updated medical history, lab data, on event dyspareunia, swelling of legs, oedema of lower extremities, uterine leiomyoma, outcome updated from unknow to recovered/resolved for all adverse events. We received an invalid lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / cramps'), device breakage ('essure was found fragmented in many parts') and device dislocation ('essure not correctly positioned in fallopian tubes / linear metallic material in pelvis') in a 27-year-old female patient who had essure (batch no. 882183) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (12 years-old) in 1998, multi gravida, parity 3 and abortion. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required) and procedural pain ("colics after insertion"). In 2017, the patient experienced abdominal pain lower ("pain like colics in lower abdomen"), polymenorrhagia ("frequent menses / increase in menstrual flow including the presence of clots"), dysmenorrhoea ("intense pain during menses"), vaginal discharge ("increase of vaginal discharge"), vulvovaginal pruritus ("vaginal pruritus"), headache ("cephalea"), oedema peripheral ("edema of limbs/ edema of lower extremities"), diarrhoea ("intermitent diarrhea") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and peripheral swelling ("swelling lower wextremities") and was found to have uterine leiomyoma ("myoma / leiomyoma"). The patient was treated with analgesics, antiinflammatory agents, codeine phosphate;paracetamol (tylex) and surgery (removal of essure via bilateral salpingectomy). Essure was removed on (B)(6) 2020. On (B)(6) 2014, the procedural pain had resolved. At the time of the report, the pelvic pain, device breakage, device dislocation, abdominal pain lower, genital haemorrhage, polymenorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal pruritus, uterine leiomyoma, headache, oedema peripheral, peripheral swelling, diarrhoea and anxiety disorder had resolved. The reporter considered abdominal pain lower, anxiety disorder, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, oedema peripheral, pelvic pain, peripheral swelling, polymenorrhagia, procedural pain, uterine leiomyoma, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: she reports total disappearance of symptoms after surgical removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2021: eucardic and eupneic patient atypical flaccid abscess without visceromegaly, painless on superficial and deep palpation negative blum berg, negative jordan, on bimanual vaginal touch: uterus in anti-flexion, usual size. Human chorionic gonadotropin - on (B)(6) 2014: negative (1,2mui/ml). Pathology test - on (B)(6) 2020: material: fallopian tubes and myoma, findings: 1. Left and right fallopian tubes with congestion vessel, 2. Myoma, compatible with leiomyoma. Physical examination - on (B)(6) 2020: flat, flaccid and painless abdomen. Ultrasound scan vagina - on an unknown date: ultrasound was unremarkable; on (B)(6) 2020: essure well positioned, follicular cyst. X-ray - on an unknown date: linear metallic material in pelvis. Batch bb2183 not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / cramps'), device breakage ('essure was found fragmented in many parts') and device dislocation ('essure not correctly positioned in fallopian tubes / linear metallic material in pelvis') in a 27-year-old female patient who had essure (batch no. 882183) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (12 years-old) in 1998, multi gravida, parity 3 and abortion. On (B)(6) -2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required) and procedural pain ("colics after insertion"). In 2017, the patient experienced abdominal pain lower ("pain like colics in lower abdomen"), polymenorrhagia ("frequent menses / increase in menstrual flow including the presence of clots"), dysmenorrhoea ("intense pain during menses"), vaginal discharge ("increase of vaginal discharge"), vulvovaginal pruritus ("vaginal pruritus"), headache ("cephalea"), oedema peripheral ("edema of limbs/ edema of lower extremities"), diarrhoea ("intermitent diarrhea") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and peripheral swelling ("swelling lower wextremities") and was found to have uterine leiomyoma ("myoma / leiomyoma"). The patient was treated with analgesics, antiinflammatory agents, codeine phosphate;paracetamol (tylex) and surgery (removal of essure via bilateral salpingectomy). Essure was removed on (B)(6) 2020. On (B)(6) 2014, the procedural pain had resolved. At the time of the report, the pelvic pain, device breakage, device dislocation, abdominal pain lower, genital haemorrhage, polymenorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal pruritus, uterine leiomyoma, headache, oedema peripheral, peripheral swelling, diarrhoea and anxiety disorder had resolved. The reporter considered abdominal pain lower, anxiety disorder, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, oedema peripheral, pelvic pain, peripheral swelling, polymenorrhagia, procedural pain, uterine leiomyoma, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: she reports total disappearance of symptoms after surgical removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2021: eucardic and eupneic patient atypical flaccid abscess without visceromegaly, painless on superficial and deep palpation negative blum berg, negative jordan, on bimanual vaginal touch: uterus in anti-flexion, usual size. Human chorionic gonadotropin - on (B)(6) 2014: negative (1,2mui/ml). Pathology test - on (B)(6) 2020: material: fallopian tubes and myoma, findings: 1. Left and right fallopian tubes with congestion vessel, 2. Myoma, compatible with leiomyoma. Physical examination - on (B)(6) 2020: flat, flaccid and painless abdomen. Ultrasound scan vagina - on an unknown date: ultrasound was unremarkable; on (B)(6) 2020: essure well positioned, follicular cyst. X-ray - on an unknown date: linear metallic material in pelvis. Batch bb2183 not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-jan-2022: the following informations was added/ updated: essure lot number, medical history, lab test, treatment drugs and start date of chronic pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('essure was found fragmented in many parts') and device dislocation ('essure not correctly positioned in fallopian tubes / linear metallic material in pelvis') in a (B)(6) year old female patient who had essure (batch no. Bb2183) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3) and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("colics after insertion"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain like colics in lower abdomen"), headache ("cephalea"), menorrhagia ("increased menstrual flow with clots"), polymenorrhoea ("frequent menses"), dysmenorrhoea ("intense pain during menses"), oedema peripheral ("edema of limbs"), vaginal discharge ("increase of vaginal discharge"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermittent diarrhea") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and genital haemorrhage ("bleeding"). The patient was treated with analgesics, antiinflammatory agents and surgery (removal of essure). Essure was removed on (B)(6) 2020. On (B)(6) 2014, the procedural pain had resolved. At the time of the report, the pelvic pain, device breakage, device dislocation, abdominal pain lower, headache, menorrhagia, polymenorrhoea, dysmenorrhoea, genital haemorrhage, oedema peripheral, vaginal discharge, vulvovaginal pruritus, diarrhoea and anxiety disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety disorder, device breakage, device dislocation, diarrhoea, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, oedema peripheral, pelvic pain, polymenorrhoea, procedural pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: linear metallic material in pelvis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.